Event description:
It was reported that the patient experienced skin necrosis and subsequent breakdown at implant site, the patient was treated with oral and topical antibiotics.

Manufacturer narrative:
This report is submitted on 28 may 2021.

Event description:
Per the clinic, the device was explanted (date not reported). The patient was reimplanted with another cochlear device (date not reported). Additional information has been requested but has not been made available as of the date of this report, april 27, 2021.